Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. Investigation shows that customer started using another transmitter on 2nd july and system came out of initialization step on 2nd july. Investigation also showed that the customer was potentially using sensor glucose (sg) values for blood glucose (bg) calibration on previous day of event most likely leading to inaccurate sensor glucose values. This is not the intended use of the device.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where the user experienced a hypoglycemia event where the system allegedly did not assert any alerts. The user became unconscious. The blood glucose was 35 mg/dl, whereas eversense displayed 140 mg/dl. The user was able to resolve the incident after his wife gave him a glucagon injection. No hospitalization was required.